Event description:
The sheath introducer was inserted with no difficulty, but then separated at the hub and the distal portion migrated in the femoral iliac system. A vascular surgeon removed the sheath from the femoral artery. It was noted that the pt had a calcified and tortuous femoral artery. There were no add'l complications.